Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the lab. The cause of the early battery depletion was due to high current draw from the device. The cause of the high current draw was determined to be due to an anomalous capacitor. Additionally, the telemetry, pacing, sensing, impedance, patient notifier, high voltage output, and high voltage shock were tested on the bench and no anomaly was observed.

Event description:
During an in clinic follow-up, the device reached elective replacement indicator (eri) level earlier than expected. The physician alleged premature battery depletion to be the cause of the event. Additionally, abbott technical support reviewed device session records and suspected a battery malfunction. The device was explanted and replaced to resolve the event and the patient was in stable condition.